Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1628c146e, serial/lot #: (B)(4), ubd: 21-sep-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii limbs were implanted in an unknown emergent endovascular procedure.  It was reported through technical services, who had called the physician's office to get patient details for registration, that a hcp reported on the call that the patient had died on the same date as the implant. No cause was reported. No additional clinical sequelae were provided and the patient is expired.

Manufacturer narrative:
It was confirmed a endurant iis bifurcate was implanted. The patients cause of death was a ruptured aneurysm. There was no issues or malfunctions observed during the procedure. The patient was ruptured prior to implanting the grafts. Angiographically the stent grafts were placed inside to seal the patients rupture. The patient was still alive after the implant. It was confirmed the physician decided to open the patient, it is not known if the patient made it out alive after the open procedure or at what stage the patient passed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: esbf2814c103e, serial/lot #: (B)(6), ubd: 01-nov-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.